Manufacturer narrative:
Follow-up #1: date of submission: 10/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, the pump powered on to a clear and legible display. The original complaint of a line through the display was unable to be duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.